Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pulse generator (pg) and the associated right atrial (ra) and right ventricular (rv) leads experienced a syncopal episode. The patient subsequently was admitted to the hospital. The ra lead had exhibited noise. The pulse generator had been reprogrammed to ddi to prevent inappropriate tracking. A lead revision procedure was performed. The rv lead was cut and capped due to noise. The device was also explanted. No additional adverse patient effects were reported.